Event description:
The patient started dialysis on (B)(6) 2009. Primary diagnosis is not available. On (B)(6), the patient complained of tightness in chest, shortness of breath, numbness in face, dizziness, pain radiating from chest to neck immediately at onset of treatment. The treatment stopped immediately, blood not returned and the patient was sent to the emergency room. The temperature evaluated to 101.2f in the emergency room and the patient complained chilling. The patient was admitted to hospital for observation and dialyzed. No report of trouble during treatment in hospital. On (B)(6), patient was dialyzed using rexeed-s dialyzer with no problem.

Manufacturer narrative:
Expiration date: 04/01/2012. (B)(4). The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently the root cause of the event could not be identified as only the insufficient information was available. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions.